Manufacturer narrative:
A fully deployed hot axios stent and delivery system were returned for investigation. The analysis of the returned device noted that the white outer sheath was kinked at the point adjacent to the luer when the handle is fully retracted. The nosecone of the device was detached and the polyimide tubing missing. Glue was observed at the proximal end of the nosecone. There were no other issue noted with the device. The observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat an infection of a peripancreatic collection opposite the gastric wall during a stent placement procedure performed on (B)(6) 2016. The patient had a history of pancreatitis. According to the complainant, the stent was successfully deployed into the peripancreatic collection. However, when the physician removed the delivery system through the stent, the distal tip of the delivery system got stuck on the stent. The stent was then dragged inside the working channel of the scope. The stent was removed from the patient together with the scope. When the device was retrieved from the working channel of the scope, the physician found that the wire at the tip of the delivering catheter was stuck in the stent. The procedure was not completed as the scope was blocked with the stent. A week later, the physician implanted an axios stent inside the patient without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) catheter difficulty removing/withdrawing. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted to treat an infection of a peripancreatic collection opposite the gastric wall during a stent placement procedure performed on (B)(6) 2016. The patient had a history of pancreatitis. According to the complainant, the stent was successfully deployed into the peripancreatic collection. However, when the physician removed the delivery system through the stent, the distal tip of the delivery system got stuck on the stent. The stent was then dragged inside the working channel of the scope. The stent was removed from the patient together with the scope. When the device was retrieved from the working channel of the scope, the physician found that the wire at the tip of the delivering catheter was stuck in the stent. The procedure was not completed as the scope was blocked with the stent. A week later, the physician implanted an axios stent inside the patient without any issues. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.